Event description:
The patient reported a hypoglycemic event in august. Patient felt confused, felt warm all over and her heart was racing so patient got a glass of juice and sat at her table. The patient reports she drank her juice and then became unconscious. Patient woke up later sitting at the table with the juice glass. Patient stated "I drank the juice just in time but that is what saved me. I passed out but the juice brought my sugar back up and saved my life. I eventually woke up from passing out." The patient checked her bg data and discovered her bg was 20 at its lowest during this episode.